Manufacturer narrative:
The customer stated that they had received some sample and reagent probe liquid sensor errors. The exact alarms were not provided. The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable elecsys total psa immunoassay results for 2 patients on a cobas e 411 immunoassay analyzer. The initial results were reported outside of the laboratory. The physicians for both patients questioned the results and the samples were repeated. On (B)(6) 2022, patient 1 had an initial total psa result of less than or equal to 0.05 ng/ml. The exact result was requested but not available. The repeat result was 5.67 ng/ml. On (B)(6) 2022, patient 2 had an initial total psa result of less than or equal to 0.05 ng/ml. The exact result was requested but not available. The repeat result was 3.23 ng/ml. The repeat results were deemed correct. The reagent lot and expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer performed a 21-cup precision check on the analyzer successfully. The investigation is ongoing.